Manufacturer narrative:
UDI: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) in both eyes (grade 2 in right eye and grade 1 in left eye) 2 days post treatment. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of hazy (blurred) vision and light sensitivity. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015. Right eye pre-op: 20/20 -3.50 x -3.75 x 92. Left eye pre-op: 20/20 -2.50 x -4.75 x 79.